Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with multiple shocks due to ventricular tachycardia. Remote monitoring revealed right ventricular oversensing. In person interrogation revealed oversensing reproducible when the patient coughed, no syncope, an underlying rhythm, sinus bradycardia. The lead was to be monitored. The patient was stable throughout.